Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal vip devices suture locked up. There was successful deployment without complications. The patient was in stable condition. Blood loss was less than 250cc. Additional information was provided on april 12, 2019. The procedure performed for the patient prior to use of closure device was a lower extremity angiogram, follow up to thrombolytic therapy with indwelling catheter. Access was previously obtained in prior procedure, the sheath was exchanged during the procedure without complication. The operator reported successful deployment of the footplate with subsequent suture lock up. They were unable to remove the device per normal; they cut the carrier tube between the flanges on the angio-seal device to release the suture and successfully deploy the device. The angio-seal successfully achieved hemostasis utilizing after release of the suture. Retained sheath and modified device including suture spool.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One used 6fr angio-seal vip device was received for product analysis. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were received. Visual inspection revealed that the carrier tube assembly and the hemostasis sheath were found to be mated properly. The deployment sleeve was in the rear lock position with the color bands fully exposed. There was a cut identified through the carrier tube between the base of the device cap and the top of the sheath hub. No other anomalies were noted with the device. All the turns of the suture were present within the plastic tensioner. A pair of tweezers was used to pull on the suture. There was a slight resistance experienced but the suture was able to be unspooled as expected. No other functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to update if the device was evaluated by MFR. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.